Event description:
Caller states the patient had trouble turning off their stimulator, and it is still blinking. This just began today, upon coming to the MRI appointment. It was determined the patient had a nevro device. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).